Event description:
It was reported that during a catheterization lab procedure, the intra-aortic balloon was inserted without difficulty, but would not fully inflate. The intra-aortic balloon pump was purged, but the balloon still would not fully inflate. At that time, the balloon was removed and the introducer was exchanged prior to the second insertion. There was no reported pt complications associated with this exchange.